Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, kidney disease/toxicity, dry mouth, eye and ear drainage. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging a the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, kidney disease/toxicity, dry mouth, eye and ear drainage. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil observed the following sound abatement degraded foam indications like black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Secondary findings like 5 errors were logged, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, dust-like contamination throughout humidifier enclosure and water tank. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number) have been corrected/updated.